Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed pre testing due to too high of a reading on the active exhalation test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the failure was confirmed. The service engineer recommends replacing 3-way solenoid valve to resolve the issue. The device will be sent to a third party service center for the repair to take place.